Manufacturer narrative:
Unit received with critical pump error due moisture damage on the pcb1 board and pcb2 board. Pump partially downloaded using thump due to moisture damage to the pcb1 board and pcb2 board. Was unable to verify cause on critical pump error due to partial download. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error. The following were noted during visual inspection: battery tube threads cracked, scratched case, cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube, and corroded home switch. The p-cap/reservoir does lock properly. Confirmed critical pump after battery installation however, was unable to verify cause of critical pump error due to partial download. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposure to moisture, pump error 35 (a broken force sensor was detected during seating or regular delivery), and a blank display. The customer reported no adverse events. The event involved product(s) mmt-1780kl. The troubleshooting was performed and the customer reported receiving a pump alarm. The customer was not able to clear the alarm. The customer reported a blank display. Battery cap contacts and battery compartments and/or springs were not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1780kl was requested and the customer responded that the device would be returned.